Event description:
It was reported by the plaintiff's attorney that on or about (B)(6) 2008, the plaintiff was implanted with a miniarc single-incision sling "with the intention of treating her sui" (stress urinary incontinence). It was alleged that the plaintiff has "suffered serious bodily injuries, including chronic pain, erosion of internal tissue, bladder perforation, urinary issues", "significant mental and physical pain and suffering", "permanent injuries", and has had "other injuries".

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.